Event description:
The pencil self-activated. The pencil was discarded. The customer was not aware this model was going to be added to their custom packs and does not wish to receive this model any longer.